Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 5/14/2015- medical records received. Part/lot information provided. Patient revised to address elevated metal ion levels. Upon revision, metallosis, necrosis, a large amount of hematoma, cyst formation, bone degradation, metal debris were noted. The stem remained in situ and is being added to the complaint.

Manufacturer narrative:
(B)(4)

Event description:
Asr revision reported by sales rep: right asr cup removed, pt c/o pain.